Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/delivery, excessive no delivery, displacement, self-test, unexpected restart error test and all operating current measurement due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube window corners. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump moisture under display screen due to dropping insulin pump into water. Customer's blood glucose was 8.5 mmol/l. Customer was advised that insulin pump would need to be replaced.